Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the green stapler reload involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The stapler reload's blade was exposed. Review of the system logs for the reported procedure date found that an incomplete fire occurred and only 38 percent of the fire was completed. The reload had its blade exposed as it did not complete the fire. The stapler 30 instrument used in conjunction with the green stapler reload was also returned. The instrument installed on an in-house system successfully passed initialization. The instrument also clamped and fired successfully. There was no damage found to the stapler instrument. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy procedure, during the firing sequence of the stapler 30 instrument with a green stapler reload installed, an error message occurred indicating that the blade may be exposed, requiring the surgeon to create a new staple line to resolve the reported issue. It is unknown what caused the blade exposure issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, after the surgeon fired the stapler 30 instrument with a green stapler reload, the instrument fired approximately 10mm and the blade of the stapler reload stopped. On (B)(6) 2016 intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. According to the surgeon, he fired across bronchus when it was observed that the green stapler reload cut only 10 percent. The surgeon made the decision to create a fresh staple line, proximal to the initial staple line created with the stapler 30 instrument using a 3rd party hand held stapler instrument and stapler reload to resolve the reported issue. On (B)(6) 2016 isi received additional information regarding the reported event from the isi clinical sales representative. According to the csr, the planned surgical procedure was a da vinci assisted pulmonary lobectomy procedure. The surgeon fired the stapler 30 instrument with the green stapler reload across upper bronchus tissue. The fire was the 5th fire from the stapler 30 instrument; however, there was no previous staple line in the targeted upper bronchus tissue that was being transected. The 1st clamping attempt went to 100 percent; however, 1/3rd through the firing sequence an unspecified error message occurred. There were no clips placed in the target tissue and there was no tumor in the airway of the affected tissue. The bronchus tissue was of normal thickness and the patient had not undergone any previous chemotherapy or radiation treatment. The integrity of the patient's tissue was normal and buttress material was not used. There was no tissue bunching observed in the jaws of the instrument. There was no patient harm due to the partial fire issue. The surgeon does not know what caused or contributed to the partial fire issue. A photographic image of the reported issue was provided to isi by the isi csr. Review of the photograph by an isi clinical development engineer (cde) found that the stapler 30 instrument was clamped on lung tissue and it was confirmed that the error message indicating a partial fire occurred. There was no evidence of improper technique. Due to the singular image provided the cause of the partial fire could not be discerned.